Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead, leading to a lead safety switch and noise oversensing in unipolar configuration. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead, leading to a lead safety switch and noise oversensing in unipolar configuration. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that x-ray examination as well as programming enhancements were performed. It was also noted that there was pacing inhibition due to the oversensing on the rv channel. No adverse patient effects were reported. This system remains in service.